Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a collateral ligament injury procedure, when placing a second footprint ultra suture anchor into the tibia, the metal tip broke and stayed in the patient, the surgeon was unable to remove it. The procedure was finished with the same device. No surgical delay and no further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that based on the limited information provided, the clinical root cause of the reported events could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. The insertion device is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact is determined to be the retained broken tip from the non-implantable insertion device. Local irritation/discomfort, and/or migration of the retained broken anchor should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.